Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. The deployment button was difficult to depress, however, was eventually depressed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the device was advanced through the sheath. The sheath was not kinked or bent, the vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, it locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window changed to a solid black color, with no red color appearing during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There were no issues or damage to the deployment lever, and although the button was difficult to depress, it was ultimately fully depressed while the window showed black. The plug remained in the shaft of the device, and the device was not deployed outside the patient¿s body. The operator was trained in the device, and the exoseal vcd was used in a diagnostic procedure, stored and prepped according to the IFU, and used in a retrograde approach. There were no visible signs of device or package damage prior to use. At the puncture femoral site, femoral artery suitability was verified on angiography, the vessel diameter was confirmed to be at least 5 mm, there was no visible calcium or plaque, no nearby stent, no stenosis greater than 50%, no previous closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. The deployment button was difficult to depress, however, was eventually depressed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the device was advanced through the sheath. The sheath was not kinked or bent, the vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, it locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window changed to a solid black color, with no red color appearing during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There were no issues or damage to the deployment lever, and although the button was difficult to depress, it was ultimately fully depressed while the window showed black. The plug remained in the shaft of the device, and the device was not deployed outside the patient¿s body. The operator was trained in the device, and the exoseal vcd was used in a diagnostic procedure, stored and prepped according to the IFU, and used in a retrograde approach. There were no visible signs of device or package damage prior to use. At the puncture femoral site, femoral artery suitability was verified on angiography, the vessel diameter was confirmed to be at least 5 mm, there was no visible calcium or plaque, no nearby stent, no stenosis greater than 50%, no previous closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18443695 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿vascular closure device (vcd) deployment difficulty unable¿ and ¿deployment lever (button) actuation difficulty¿, could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.